Manufacturer narrative:
(B)(4). Field advisories: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported his scs ipg is inoperable and will no longer communicate with his charging system as he hasn't charged or used his system in approximately a month. The patient's programmer also displayed an error message when attempting to establish communication. The patient has been referred to his physician. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(4) 2015 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.